Event description:
It was reported rf (radio frequency) power "on" by foot switch did not output. "Off - standby" was repeated 3 times. The rf generator foot switch was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: rf (radio frequency) generator self test passes but will not start ablation with footswitch due to a kinked internal air hose. (B)(4).